Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the temperature was off by a couple of degrees on the cooler heater. The device was not changed out, as the unit still functions. The perfusionist had to set the unit temperature a little higher to achieve the desired temperature. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.